Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked at the connection to the umbilical venous catheter where the hard plastic meets the catheter. There was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing leaked at the connection to the umbilical venous catheter where the hard plastic meets the catheter. Customer states that the nursing practice is to "kink" the tubing when disconnecting from the patient and they are finding that this is where the leaks are occurring. They are currently retraining staff to eliminate kinking the tubing at this position in the hopes that this will eliminate the problems that they are experiencing. There was no report of patient harm.